Event description:
It was initially reported by the pt's mother that the pt was taken into ER because he had a mass of pus around the electrode site. Pt was given antibiotics and discharged. Mother denied any pt manipulation or trauma of the site. Device sterility records confirmed that the device was sterile at the time of discharge from the MFR. Good faith attempts to obtain additional info has been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.